Event description:
The following has been reported to hamilton medical ag on (B)(6) 2023: staff stated the ventilator failed the neonatal flowsenor calibration. According to preliminary analysis, it was unable to replicate the failure. It was discovered that the inspiratory valve vibrates during the flow sensor calibration. The inspiratory valve is replaced.

Manufacturer narrative:
Investigation ongoing hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. UDI related data quality update: this case is the follow-up of cer (B)(4). The original bak files were not available anymore. A new file had to be created.

Event description:
Staff stated the ventilator failed the neonatal flowsenor calibration.

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4 UDI related data quality update: this case is the follow-up of (B)(4). The original bak files were not available anymore. A new file had to be created. Follow-up 2 - additional information: the entry fields b4, g1, g6, h2, h6 and h11 have been updated. The ventilator failed the neonatal flowsenor calibration. No patient was involved. Consequently the event did not cause or contribute to a death or serious injury to a patient. Based on the logfile provided it can be confirmed that at the date of the event the flow sensor calibration failed. The root cause of the event was deemed to be a defective inspiratory valve and the inspiratory valve was replaced. The unit passed the service software tests and was returned into use.

Event description:
Staff stated the ventilator failed the neonatal flowsenor calibration.